Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that caller states she was informed by a rep named that patient had the interstim removed due to an infection. Caller does not know when the interstim was removed but states the interstim lead is still implanted. Caller wanted to know if patient can have an MRI with just the interstim lead left implanted.